Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. The device was evaluated upon receipt. The device failed calibration due to a current shunt being detected when performing electrical safety test. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on 21feb2023, no patient affection. The device was tested before patient application. Per follow up information received via email on 14mar2023, no patient affected.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on (B)(6) 2023, no patient affection. The device was tested before patient application.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.